Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their device was experiencing lower than normal battery life of about two weeks. The reporter was not able to troubleshoot on the device at the time of the call but claimed that there was no damage or moisture in the pump. This issue is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 additional information.this follow up report is being sent to add additional information that was missing from the initial 3500 submission for this malfunction.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: testing was unable to duplicate low battery warnings. One low battery warning and one replace battery alarm observed in black box; however, multiple low battery warnings observed in alarm history. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. Battery cap is able to fully tighten. A power loss was not observed. Current draws within specifications. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Black box shows one occurrence of time and date resetting. With the pump cover removed; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.